Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-01878. It was reported that the patient experienced numbness in their legs and was sent to the ER. It was noted that the patient had an infection at the ipg and lead site. Patient was put on steroids but it did not resolve the issue. As a result, the patient underwent surgical intervention on an unknown date during which the system was explanted.

Manufacturer narrative:
Date of event is estimated.